Event description:
It was reported bd vacutainer® z blood collection tube was missing additive and had red cell hang up. The following information was provided by the initial reporter: "we have noticed that many dry tubes without gel show a gelatinous plug on the surface of the serum after centrifugation and a large trickle of blood in the serum."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd was unable to duplicate or confirm the customer¿s indicated failure, fibrin and red cell hang up because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode fibrin and red cell hang-up bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to {reported issue} were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.